Event description:
It was reported that; in 2013 the patient underwent the surgery with xia3 (l1-s). The surgeon confirmed x-ray on (B)(6) 2015 and he found that the sacral bone fracture. Therefore, the surgeon performed the revision surgery on (B)(6) 2015 (t10-iliac fixed).

Event description:
It was reported that; in 2013 the patient underwent the surgery with xia3(l1-s). The surgeon confirmed x-ray on (B)(6) 2015 and he found that the sacral bone fracture. Therefore, the surgeon performed the revision surgery on (B)(6) 2015(t10-iliac fixed).

Manufacturer narrative:
Method: device not returned. Lot code not provided. Results: the customer reported that the patient had been revised due to a fracture of the sacral bone, which was not related to the implanted product. Conclusion: no failure or fault of the device was reported as a result of this event.